Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.6 hardware: iphone14.3 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient reported seeking medical attention due to extreme pain, redness and swelling at the pod site on the abdomen after wearing for between 36 to 48 hours. Patient's blood glucose was greater than 250 mg/dl. Patient removed the pod, applied a new pod and visited urgent care. The pod infusion site was described as extremely red and swollen with a large bump under the skin. Patient was diagnosed with cellulitis and prescribed with antibiotic. The visit lasted less than an hour and patient successfully resumed pod treatment after the incident.